Event description:
According to literature source of study performed, this is the evaluation of short-term postoperative outcome of self-gripping versus conventional non-self-gripping meshes in sublay hernia repair. Between january 2011 and july 2018, 244 patients received a hernia repair. All 127 patients used progrip self gripping meshes with gender distribution of 61 male and 66 females, median age of 64 years old. 16 patients had surgical site infections, 30 patients had surgical site occurrences, 22 patients had seroma, 9 patients had hematoma and three patients had recurrence. In total, one or more surgical interventions of any type had to be performed in patients due to a postoperative complication. This happened significantly more often in patients receiving a self-gripping mesh. A surgical site occurrence requiring procedural interventions. This included seroma aspirations in 14 patients and re-operations in 16 patients. During outpatient follow-up visits, eleven patients had to be readmitted to the hospital to receive a negative pressure wound therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: the information has been sourced from the literature review reference: felix harpain, kerstin wimmer, christopher dawoud, philipp ogrodny, anton stift corresponding author. Währinger gürtel 18-20, 1090, vienna, austria. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, this is the evaluation of short-term postoperative outcome of self-gripping versus conventional non-self-gripping meshes in sublay hernia repair. Between january 2011 and july 2018, 244 patients received a hernia repair. All 127 patients used progrip self gripping meshes with gender distribution of 61 male and 66 females, median age of 64 years old. 16 patients had surgical site infections, 30 patients had surgical site occurrences, 22 patients had seroma, 9 patients had hematoma and three patients had recurrence. In total, one or more surgical interventions of any type had to be performed in patients due to a postoperative complication. This happened significantly more often in patients receiving a self-gripping mesh. A surgical site occurrence requiring procedural interventions. This included seroma aspirations in 14 patients, the applications of a negative-pressure wound therapy in 9 patients and re-operations in 16 patients. In non self gripping meshes, 117 patients used it but only six used parietex with gender distribution of 61 male and 56 females, median age of 65 years old. Five patients had surgical site infections, 14 patients had surgical site occurrences, eight patients had seroma, six patients had hematoma and three patients had recurrence. In total, one or more surgical interventions of any type had to be performed in patients due to a postoperative complication. This happened significantly more often in patients receiving a self-gripping mesh. A surgical site occurrence requiring procedural interventions. This included seroma aspirations in 5 patients, the applications of a negative-pressure wound therapy in 5 patients and reoperations in 7 patients. Revisional surgery for postoperative complications was more often necessary in patients with self-gripping meshes than in those with non-self-gripping meshes. In patients with ventral hernia repair in sublay technique receiving a self-gripping mesh a higher rate of postoperative complications and complication associated surgical interventions were observed.